Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to the high blood glucose level on (B)(6) 2019. Blood glucose level of the customer was unknown when admitted to the hospital. The customer was treated with the intravenously for potassium and saline water. The customer also reported that the insulin pump was not working.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date. The customer's blood glucose level was 463 mg/dl and gave 10 unit of insulin. The customer states insulin pump was doing a weird noise and then the screen went blank and the insulin pump would not come on even with new batteries. Customer states troubleshooting was already done with a technician already from medtronic. The device will not be returned for analysis.